Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated that there was a red x on the insulin pump. Customer reported loss of communication between insulin pump and transmitter. Customer received lost sensor signal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.